Event description:
The hosp pacu (post anesthetic care unit) staff used the device to administer synchronized countershocks to an out-patient diagnosed in atrial fibrillation. The unit allegedly failed to discharge intermittently. A total of 4 shocks were administered to the pt using disposable defibrillation/pacing electrodes. The operator reported observing arcing under one of the electrodes. The staff reported they observed reddened skin in the area under the anterior electrode. Ointment was applied to the area. The pt's arrhythmia was not converted and the pt was subsequently released to go home.